Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was stated that the customer was treated at the hosp with an insulin drip. The customer was then put back on the insulin pump and the customer again experienced high blood glucose levels. Troubleshooting was performed and the programming was correct. The insulin pump passed the prime test. Advised that the insulin pump was working properly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.